Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
It was reported that insulin pump had audio and vibrate. The customer's blood glucose level was 200 mg/dl at the of the incident. Customer stated that the insulin pump beeped during the tone test. The self test was performed and they received hardware low level failure alarm. The insulin pump will not be returned for analysis.